Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device prompted ECG device malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, rse evaluated the device remotely and guided the customer in conducting operational checks, after which the device's full functionality was restored. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no fault found. The reported problem was not replicated.